Event description:
It was reported after using a bd vacutainer® safety-lok¿ blood collection set, one (1) dirty needlestick injury occurred when the staff member tried to engage the safety device by sliding the sheath up over the needle. The safety device did not stay up over the needle and this led to the needlestick. No medical intervention has been provided to the staff, as the facility policy is to first test the patient for communicable diseases and then test the staff member if a positive result is obtained.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using a bd vacutainer® safety-lok¿ blood collection set, one (1) dirty needlestick injury occurred when the staff member tried to engage the safety device by sliding the sheath up over the needle. The safety device did not stay up over the needle and this led to the needlestick. No medical intervention has been provided to the staff, as the facility policy is to first test the patient for communicable diseases and then test the staff member if a positive result is obtained.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 16-oct-2024. Investigation summary: bd received 54 sets of samples for investigation. The samples were evaluated by visual examination, and no appearance defects on safety shields or winged hubs such as damage, molding defects was observed. Also, the activation of the safety shields was checked using 13 returned samples and nothing was found with the breakaway force, sustaining force, or security force. Additionally, 50 sets of our retained samples of the lot concerned were visually checked, and no abnormalities such as damage or molding defects of the safety shields or the wing hubs found. The activation of the safety shields was checked using 13 retained samples and no issues were found as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."